Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 302830 and lot number 0059635. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and four photos were received for evaluation by our quality team. The physical sample came in a (B)(4) plastic bag. Embedded degraded resin on the luer tip was seen under a 10x magnifier lens. The four photos show the sample received with the embedded degraded resin. It is possible that this can occur during the syringe molding process. The degraded resin can break loose and be molded into components. There are quality controls currently in place to detect this type of defect during the production process. Investigation conclusion: 1 sample was received. It came in a (B)(4) plastic bag in an opened packaging blister. Visual inspection was performed with a 10x magnifier lens. The luer tip has embedded degraded resin. The luer has marks that was lightly scrape. We tried to remove it with knife confirming that is embedded. 4 photos were provided. They show the sample received with the embedded degraded resin in the luer tip. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: further action has not been determined necessary at this time. Based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed; this lot was produced for (B)(4) units this is a cpm of 3.9. We will continue monitoring the complaints of this lot and this symptom.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on and inside the luer-lock tip. This was discovered before use. The following information was provided by the initial reporter: material no: 302830 batch no: 0059635. It was reported that: red fm found on the tip and red & white fm found on the inside of the luer-lock tip. Event description per email states: a syringe that was opened up in the clean room, and the technician noticed something red on the tip before attaching a needle. I looked at it, and there is red and white residue on the inside of the luer-lock tip, as well. I thought that maybe it was just dyed plastic, but I was able to lightly scrape the red off. I have confirmed that this syringe never came in contact with any medication or was ever attached to anything. This was reported on august 3rd.